Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, and prime/compromised force sensor system test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads were noted. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error during prime and bolus/basal. The customer was unable to fill the tube manually. The insulin pump alarmed motor error twice in the last 30 days. The insulin pump did not alarm motor error after delivering 5 units via fill cannula. The customer was unable to rewind. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.